Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory log. The se replaced the breath delivery (bd) power controller distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up, a 980 ventilator generated a ventilator inoperable error message. The customer stated that the battery indicator light was blinking red even though it was transferred from one battery slot to the other. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.